Event description:
Foreign body found in lap sponges that come in neuro pack. Neuro pack had been opened to back table and drapes and gowns and other items touched by scrub tech who touched and found the foreign body. Supervisor contacted - consider all trays and items on back table contaminated. Packaging secured along with brown speck/foreign body that was present on white lap sponge when sponges were separated. Surgeon notified and case repicked.